Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e209 error (internal buffer error) was the faulty power supply unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: error e209 coming intermittently on monitor screen due to faulty interface board, color bar coming intermittently instead of endoscopic image due to faulty power supply unit, and intermittent image coming on screen due to faulty power supply. Lastly, corroded wires were observed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the visera elite video system center had an internal buffer error 209 and the screen was blinking while in color bar. The issue was found during maintenance and there were no reports of patient harm.